Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer's site. The cse evaluated the instrument and performed a total service visit. The cse found waste and base debris had leaked into the luminometer and cleaned it. The cse secured all tubing connections to ensure no further leakage. The cse performed dark counts with and without cuvettes to verify the luminometer is working properly. The cse ran quality controls (qc), resulting within specifications. The customer recalibrated the instrument the following day and ran qc, resulting within range. The cse returned for follow up and the customer stated that the system is performing as expected and all calibration and qc are in range. While the leaking debris into cuvettes may have caused visible interference affecting the results, the cause of the discordant, falsely high thcg result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated total human chorionic gonadotropin (thcg) result was obtained on a patient sample on an advia centaur cp instrument. The discordant result was reported to the physician (s), and a nurse who questioned it. The sample was repeated on the same advia centaur cp instrument, resulting lower and confirming the patient clinical picture. The repeated result was reported to the physician(s).there are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated thcg result.